Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.

Event description:
On (B)(6), 2011 at 7:00 am customer received a reading of 128 mg/dl on her freestyle freedom lite blood glucose meter. It was further reported that at 12:30 pm she experienced a loss of consciousness and regained consciousness at 2:00 pm. Customer immediately called her healthcare provider and was told to recheck her blood glucose, receiving a reading of 194 mg/dl. Customer was instructed to call the paramedics. Paramedics arrived and checked her glucose, but the customer did not know the result they received. Customer was transported to a local healthcare facility. At the hospital a reading of 67mg/dl was received on the customer's adc meter compared to a reading of 102 mg/dl received by the hospital. No further information was provided by the customer at the time of the call because she needed to disconnect the call. Multiple attempts have been made, without success, to contact this customer to gather additional information. There was no report of death or permanent injury associated with this event.